Manufacturer narrative:
(B)(4).

Event description:
It was reported that "signal loss" occurred. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No injury or medical intervention was reported.

Event description:
It was reported that signal loss occurred. It was indicated the patient started their transmitter past the 'use by' date, which is misuse of the device. Performance data was reviewed. The allegation was confirmed due to the finding of signal loss over an hour within the investigation window. The probable cause was the transmitter and app were unable to restore the connection. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿correction d: device identification - correction h2: correction h4: device mfg date - correction h6: type of investigation - correction h6: investigation findings - correction h6: investigation conclusion - correction.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss occurred. It was indicated that the patient used an expired product, which is misuse of the device. Product was provided for investigation. An external visual inspection was performed and passed. Nordic bluetooth pairing was performed and failed. Performance data was reviewed. The allegation was confirmed due to the finding of signal loss over an hour within the investigation window. The probable cause was the transmitter and app were unable to restore the connection. No injury or medical intervention was reported.